Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced inflation issues. At a later date, the ipp was replaced with a new ipp. The physician tested the original device after explant and found that there was a fluid leak in the cylinder wall near the tubing. There were no patient complications reported.